Event description:
It was reported the pt is not receiving stimulation and is unable to communicate with or charge her ipg. A new le charger was unable to resolve the issue. The pt reported she does not use her scs system much anymore since her pain is controlled with medication. The pt is requesting to have her scs system removed.

Manufacturer narrative:
A 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.